Event description:
The customer contact reported an e321 (battery charger timeout) error code was noted. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, it was reported the device started alarming, stopped delivery and shut off. No specific event details were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were reported. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.